Manufacturer narrative:
This incident occurred outside the united states. The complaint can be verified. The down-key does not respond. The snap dome of the key is however not without tension. Since there are no mechanical influences visible on the pump hosing or button surface, the complaint is verified.

Event description:
Patient reported the down button on the infusion device is damaged. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.